Event description:
My mother was switched to a devilbiss healthcare drive 5l oxygen concentrator machine in(B)(6) 2020 to provide continuous oxygen. Ever since switching to this manufacturer's machine, she began to complain of not feeling like enough air was flowing. She began having frequent panic attacks and nervousness. Her lung health condition began to deteriorate with more shortness of breath. On (B)(6) 2020 I notified the oxygen company to alert them she was not feeling like enough oxygen was coming out of the machine. I was advised to shorten her oxygen tubing. All tubing was changed and shortened but her health condition continued to decline with oxygen sats dropping, requiring increase rate of oxygen. On the evening of (B)(6) 2021 she began to shake and said she was not receiving any air. I am being an rn for 26 yrs, noticed her oxygen sat dropping to 69. She was grey and almost stopped breathing. I quickly inspected all tubing and then noticed that it was the oxygen machine that was not pushing out any oxygen despite the machine being on and running. Not once did an alarm go off to notify of any problems. The machine was making normal sounds with the humidifier bottle bubbling as if it were working. I had to perform emergency measures and quickly convert her to oxygen bottle at highest flow and connect her to a second source of portable oxygen to sustain her life. Once she was stable, I checked the airflow from the humidifier bottle where oxygen is supposed to flow and there was absolutely no oxygen coming out. I then connected the oxygen tubing and tested the nasal cannula in water but absolutely no air bubbles were present which indicated there was no oxygen being provided. Never did an alarm go off on this malfunctioning medical equipment. Alarms are a national patient safety goal for joint commission and this device fails to provide alarms when it is not functioning. If my sister who is also an experienced rn and I had not been there, my mother would have died. If this problem had not been discovered by our investigation prior to her going to bed that night, she would have died in her sleep. This medical device needs to be removed from service immediately until these critical issues of no oxygen flow, including malfunctioning alarms are corrected. I have contacted the company this morning of this concern- spoke to alex rossen in customer service- who offered no concern and offered no intervention to investigate this critical issue. Company: devilbiss healthcare 5 liter oxygen concentrator b199240107ds ref 525 ds, 115v, 60 hz, 3.3 amp, 310 w avg, single phase devilbiss healthcare (B)(4). Machine is owned by viemed (B)(4). FDA safety report ID # (B)(4).